Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue of unknown cause; no additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. It was reported the patient's blood glucose on an unspecified date was 400 mg/dl with nausea. The reported health event does not qualify as a serious injury. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. This complaint is being reported because of the allegation of an inaccurate delivery issue of unknown cause occurred and remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016-product analysis: the device was returned and evaluated by product analysis on 12/23/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related alarms or issues. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.